Event description:
It was reported that the lead migrated. It was noted that a revision was required as a result of the event. It was noted that the revision was scheduled for 4 day after report date. It was noted that x-rays were performed. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that the signs and symptoms associated with the event included uncomfortable stimulation in the wrong area. It was noted that the location of the symptom was the lead location. Additional information received reported that the lead migrated up. Additional information received reported that the patient reported feeling stimulation in her upper right chest. It was noted that an x-ray was performed and the lead moved from t8 to t2. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that the only symptoms were uncomfortable stimulation on her right upper chest at the lead location. It was noted that an explant was required as a result of the event. It was further noted that during the lead revision an infection was discovered and the entire device was explanted due to infection. Additional information was requested but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2013-20290 for infection.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).